Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump over-delivered insulin. The patient attempted to bolus for a blood glucose of 237 mg/dl, but their insulin pump programmed 22.7 units of insulin. Another incident on (B)(6) 2018 occurred in which the device programmed 27.2 units of insulin for a blood glucose reading of 234 mg/dl. The morning of the call, the patient wanted to bolus for a blood glucose of 199 mg/dl and the device programmed 25.2 units of insulin. Troubleshooting was not completed on the insulin pump. The customer was advised to discontinue usage of the device and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed the delivery accuracy test at 0.08710 inches.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.